Manufacturer narrative:
Failure analysis noted the insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 85 mg/dl. She stated the insulin pump was may have been exposed to moisture, perspiration. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.